Manufacturer narrative:
UDI reference number: (B)(4). Investigation is ongoing.

Event description:
As reported, during a transfemoral tavr procedure in the pulmonic position, during valve deployment, the delivery system balloon ruptured near full deployment. Bav had been performed 7 times prior to valve deployment. Even though the balloon burst and the valve was a little under expanded, no additional valve dilation was needed. Post deployment echo showed gradient was 5mmhg with no pvl and no cai observed. The physician was happy with the implant position. It is perceived that the balloon burst was either caused by the patient¿s moderate annular calcium or anatomy. Because the balloon inflation was slow the top of the frame appeared to have poked the balloon. Balloon has a focal circle rupture.

Manufacturer narrative:
The edwards commander delivery system was not returned for evaluation. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary, written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the balloon burst was likely contributed to patient factors (moderate annular calcification, anatomy) or procedural factors (slow balloon inflation caused top of the frame to poke the balloon). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.